Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump has been switching from am to pm on its own without user intervention. Customer support verified that that time and date were correct at the time of contact. The reporter also stated that the time and date resets to the factory default of 01/01/2007 when the battery is changed. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the screen. The complaint of the pump changing am and pm on its own is being reported because the issue remained unresolved after troubleshooting with customer support.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box verified the pump resetting to default time and date on 06/14/2012 at 5:06 pm following a power on reset at that time. The time was set to 5:22 am. The black box revealed a manual time change on (B)(4) 2012 from 6:25 am to 6:25 pm. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.